Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stain marked inside the ccd (charged coupled device) and cut on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stain marked inside the ccd (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up/inspection for use; the subject device picture was dark. There were no reports of patient harm.